Manufacturer narrative:
Complaint confirmed, the shaft is bent and the material appears to be chipped near the distal end. Material met specifications. The cause is the event is undetermined, however a likely cause of the bending is user-applied mechanical forces. The cause of the chipping is undermined, however it may be related to the bent condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during use in an ankle arthroscopy, the ar-8656-02 pick bent and flakes went into the patient. The flakes were removed with shaver suction.